Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. According to the field service engineer (fse), after a test with a spare device, it was found that the reported issue was not caused by the subject device but by the camera. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection for a therapeutic excision of nasopharyngeal tumor procedure, the visera 4k uhd camera control unit had no output. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. This report is part one of two related events. (Patient identifier: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 2 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.